Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips failed to close properly. There were no adverse consequences for the patient.